Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of cable damage was confirmed. During the pre-repair assessment it was noted that there was cable damage. If add'l info becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service it was noted that the device had cable damage. The device was not being used in surgery. No injury or medical intervention were reported. There was no add'l info provided.